Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in the hospital for 9 days. It was noted that the patient was released; however, was still not feeling well and ended up being re-admitted and experienced heart failure while at the hospital.

Manufacturer narrative:
At this time, attempts to obtain additional information have been unsuccessful. All available information indicates that this product remains in service. This investigation will be updated should further information be provided.